Manufacturer narrative:
(B)(4).

Event description:
It was reported externalized conductors were discovered on the right ventricular lead. Lead measurements could not be read as the device is at end of life. The patient was asymptomatic. No procedure was completed on the lead.